Event description:
It was reported that a cartridge alarm occurred during the loading sequence. Customer's blood glucose (bg) level was 17 mmol/l. Customer delivered a correction bolus via the pump to address bg. Customer reverted to an alternate method of insulin therapy.